Event description:
The customer reported that the auto brightness control function did not worked. The kv rode up to max, and images became whiteout. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found some cable cut at the c-arm cable so he replaced the parts. The system operates as intended.